Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had calibration error alert. Customer's blood glucose at time of incident was 117 mg/dl. Customer was explained the alarm and possible causes. Customer was advised we are sending replacement sensors. The customer reported via phone call indicating that she was experiencing differences between sensor glucose versus blood glucose. Customer's blood glucose was 125 mg/dl and sensor glucose was showing 50. The sensor glucose and blood glucose is not within acceptable range. Customer removed the sensors and advised that she will receive a replacement sensor.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a insulin paradigm pump, connected the sensor to the transmitter and placed it in 100 solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform test as the sensor is beyond its expiration date. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.